Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Infutronix received a complaint from a patient, who reported "pump was leaking". Pump ws powered down and the line clamped. Patient had a spill kit so instructed patient to follow instructions on spill kit for cleaning leak. Instructed patient to notify infusion center or provider of leak. Patient verbalized that the pump was leaking from inside the hard shell. Device operator was a patient. Medication 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.